Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm confirmed the safety disk was due to be replaced because it went over the 6,000,000 cycles. After replacing the safety disk (0202-00-0140) and tidal volume disk (0202-00-0142), the stm performed a pm, a full calibration, and tested the unit. The equipment works to manufacture specifications. The iabp was returned to the customer and cleared for cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that prior to use, an alarm was displayed in the cardiosave intra-aortic balloon pump (iabp) stating the safety disk was due to be replaced. There was no patient involvement and no adverse event reported.